Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. During the device evaluation it was observed that there was foreign material clogging the nozzle due to insufficient cleaning or handling problem. Upon further inspection, it was observed that the insertion tube oredome was broken due to external factors. It was also observed that the insertion tube itself was discolored due to handling or insufficient cleaning. It was observed that the bending angle was insufficient due to elongation of the angle wire. Also, the play of the angle knob was out of normal state due to the elongation of the angle wire. It was observed that the flexible tube of the insertion section was crushed due to external factors. It was also observed that the suction cylinder was scraped due to external factors. Wrinkles were observed in the insertion tube due to external factors. Lastly, scratches were observed on the following components due to external factors: insertion tube, the operation part, switch 1, switch box, operation unit cover, up and down knob, the up-down angle fixing lever, right and left knob, the grip, the universal cord, the scope connector, the scope connector cover and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope had a scope communication error (e216) and poor image when twisted to a full angle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.